Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported via the FDA medwatch report that a intra-aortic balloon pump unit alarmed "check iabp catheter" two days after the iabp was implanted into the femoral artery without complications. It was noted that there was also a hissing sound coming from the unit. The balloon was found to be ruptured and the patient developed a groin pseudoaneurysm located in the left groin. Vascular surgery was consulted and the patient received a injection of thrombin to treat the bleeding of the pseudoaneurysm.

Manufacturer narrative:
Corrected fields: e4, h6(clinical code. Problem code & health impact). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit, because information was received which states that the unit was disposed of prior to it being reported to the FDA. H3 other text : evaluation not requested by complainant

Event description:
N/a.